Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported surgeon console. Evaluation of the logs indicated that the surgeon console was restarted twice. The surgeon main computer (smc) non-real time (nrt) c ommunications dropped, which resulted in an error code being triggered. This error code is generated when communication between the smc and surgeon console display computer (scdc) is lost. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a loss of communication between the smc and scdc, which placed the surgeon console into a non-recoverable error state. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic salpingo (gynecology) procedure, the surgeon console (sc) dropped a non-recoverable error. The team rebooted the sc twice, but the error persisted. The team then rebooted the entire system, after which the error disappeared, and no further issues were encountered. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic salpingo (gyn) procedure, the surgeon console (sc) dropped a non-recoverable error. The team rebooted the sc twice, but the error persisted. The team then rebooted the entire system, after which the error disappeared, and no further issues were encountered. There was no patient injury.